Event description:
Patient's pain pump was alarming and came to ed for evaluation. Device was interrogated by local representative of manufacturer and found to have a "failed motor." The patient was taken to the operating room 2 days later for pain pump revision/replacement. There were no complications in this surgery. The patient has reportedly had the pain pump approximately 5 years.